Event description:
Pt developed chest pain and hypertension during her fourth prosorba treatment. EKG negative. Oxygen saturation within normal limits. Nitro given. Upon arrival of paramedics symptoms had resolved, bp normal. Taken to ER for evaluation. Fhc has been unable to obtain any add'l info from the physician in regard to this incident.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship.